Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient has been switched to the new cadd pump. While she has been on this pump it seems that blood is backing up through the PICC and into the tubing and then her PICC is occluding. She has returned multiple times to be declotted. Her PICC works well with the gemstar pump. As a result, the clinician will replace her PICC with a groshong and instead of a microclave cap they will use a neutron cap. If they see blood in the tubing they will change out the cadd pump for the old gemstar pump. It was noted the pharmacist and nurse believe it is the PICC that is causing the issue.

Manufacturer narrative:
(B)(4). Device evaluation: the reported event could not be confirmed. The customer returned a single lumen catheter with a positive displacement valve attached to the extension line hub. The catheter was used with discoloration and two kinks observed in the body. The positive displacement valve appeared typical with no damage observed. However, this valve is not a component of the reported kit but it may be have been a separate arrow part. Functional leak testing was performed with the distal end occluded. No leaks were found on the catheter or the valve. A device history record review was performed on the catheter with no relevant findings. The IFU states that a positive displacement valve is to be used to minimize the risk of reflex of blood back into the catheter. It states that when the syringe is removed the positive displacement of fluid will occur and cautions the user not to clamp the catheter prior to disconnecting a syringe from the valve as this will interrupt the positive displacement. It also provides instructions for pressure injecting, states that the appropriate 60 inch tubing must be used between the catheter and the power injector and states that only luer lock connections should be used with this catheter. No problem was found with the returned catheter. No further action will be taken.